Event description:
It was reported that the customer had multiple cartridges leaking from the end where the needle is inserted to load the cartridge. Reportedly the cartridges have been exposed to cold temperatures (-17 degrees fahrenheit). There was no impact to the customer's blood glucose level.

Manufacturer narrative:
The device has not yet been received for eval. Should additional info be received a supplemental form will be completed. T:slim user guide indicates, "avoid exposure of your t:slim pump to temperatures below 40 degrees fahrenheit or above 99 degrees fahrenheit."